Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: an empty opened foil of product and an empty opened folder of product were returned for evaluation. During the visual inspection of the packets, it was noted that the product is according to the finish good requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, no packaging labeling identification issue was found.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent hernia repair on an unknown date in 2019 and the mesh was implanted. It was reported that the mesh inside the packaging did not match what was labeled on the outside. The case completed with the mesh. There were no adverse patient consequences reported.